Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 7300tfx pericardial valve in the tricuspid position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years due to severe tricuspid regurgitation and stenosis and . The ttvr procedure was performed with a 29mm 9600tfx transcatheter valve. Tte demonstrated excellent valve position with trace pvl. The patient tolerated that procedure well and was taken to the cath lab post-op for recovery and was ultimately transferred to the intermediate ICU for ongoing management. By pod#2 the patient was afebrile with normal wbc count. The patient was discharged home in stable condition on pod#2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-(B)(4).